Event description:
Reportedly, the device jaws stayed closed after application over ligaments on the side of the uterus. Surgeon applied the instrument many times throughout the case before the incident and no problems were noted. When the instrument jammed, the surgeon wasn't able to open it despite tapping on the foot pedal and trying to reopen the handle. A similar instrument was used to cut down tissue on both sides of the jaw to free the instrument. The rest of the procedure went well and there were no ill-effects to the pt. Procedure: hysterectomy.